Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error. The customer¿s blood glucose was 172 mg/dl. Troubleshooting steps were provided for critical pump error. Customer reported that the insulin pump exposed to moisture as they were sitting in pool six inches of water and then insulin pump started to gave him critical pump error alarm. Customer took battery out and put it back in and there was a book with question mark and arrow and she could not do anything with it and now screen went blank. Customer reported that the reservoir able to lock in place when inserted into insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage at electronic and motor assembly. Unable to verify critical pump error alarm due to blank display noted. Device received with cracked case behind the pump near the battery tube compartment and cracked battery tube threads.